Event description:
A malfunction alarm was reported, showing malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Customer service provided information on how to reset the pump, but the customer preferred to reset it independently and did not require additional assistance. The customer was advised to call back if the issue persisted and acknowledged the advice.